Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. Siemens headquarters support (hsc) evaluated the instrument data and recommended the customer run precision tests. The fluid and fluid delta results were verified. Siemens investigated the issue and determined that the issue was sample related. The discordant results were potentially caused by poor sample quality, fibrin in the sample or the centrifugation process used by the customer. The customer was not following the tube manufacturer's instructions for centrifugation. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s) and was questioned. The patient was redrawn, and the sample was tested on the same instrument and an alternate dimension vista instrument, resulting lower. The repeat result from the initial instrument was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.